Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue was most likely related to biomaterial ingestion, based on data log review. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella rp flex was inserted via right internal jugular vein in a 79-year-old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities included a previous CABG, worsening oxygenation and increased vasoactive medications. The patient¿s clinical state prior to initiation of support was scai stage e. Pre-procedure, placement of swan and left sided support were discussed, but it was decided to only implant the rp flex. Once placed, the rp flex was started on p2 and slowly increased to p6. When increased to p8, the patient's oxygenation worsened to spo2 80%, in which support was returned to p6. The peel away and slack were removed, the repositioning sheath was advanced to achieve hemostasis, and the device dressed and secured. It was reported the rp flex was hemolyzing, however no additional details provided. The patient expired while waiting for transfer to higher level of care. Death and hemolysis are known potential adverse events of the impella rp flex per the instructions for use.